Event description:
Once the anchor was three threads up, it snapped in half. A back-up anchor was used to complete the repair. Add'l info confirmed that all of the anchor was removed. The 5.0 threaded dilator that comes in the package was used to prepare the site. The surgeon experienced a delay of 2 to 3 minutes in order for the circulating nurse to open another enchor.